Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had 2 infusion sets and 1 reservoir that did not work. When the customer was trying to fill with reservoir with air it would not fill so they had to use another reservoir. The customer was sent a replacement for their reservoir. The customer's blood glucose level was unknown.